Event description:
While investigating a report of false positive reactivity in the anti-d microwell of a mts abd/reverse gel card, new information indicated that the initial rh negative result (from (B)(6) 2013) was really a false negative result in the anti-d microwell. Customer reports one patient sample is now known to have been reported as a false negative for the d antigen using abd/reverse gel card lot 042313037-30 exp 4/11/2014. This patient was initially typed as d negative in (B)(6) 2013. On (B)(6) 2014 patient returned to the hospital. Testing was performed using another lot of abd/reverse gel cards and the d typing result was positive. Tube testing was also done and negative reactions were obtained. This discrepancy prompted the customer to send the specimen out for molecular testing. Ocd followed up with customer to obtain the results, and on (B)(6) 2015 customer stated the molecular testing indicated that the patient was "weak d positive". Customer states that patient will receive d negative products and rhogam as needed. Customer is satisfied with documentation of their issue.

Manufacturer narrative:
Ocd unable to perform retain testing since product had expired. Ocd performed batch review and complaint review by lot. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).